Event description:
Customer reported while treating a patient with an abdominal aortic aneurysm, the device was equipped with cs elite processing kit, 125ml disposable products. After the first portion of blood was collected, it was noticed that the tubing set contained in the device was leaking at one point and blood ran into the device. The blood could not be processed and therefore could not be reinfused into the patient. Donor blood was transfused instead and the operation was successfully completed. Despite the severe course of the disease, the patient is doing well under the circumstances and was discharged on(B)(6)2024 in stable general condition.

Manufacturer narrative:
Based on the sample evaluation, it was confirmed that the pump tubing disconnected from the manifold port. This disconnection likely occurred due to improper installation, as the tubing was only partially inserted. According to current manufacturing instructions, the operator should apply sufficient solvent to the tubing end and then insert the tubing fully into the port. However, in this case, the combination of the tubing being stressed by the peristaltic pump and either a low amount of solvent or improper installation caused the tubing to move out of the port, resulting in a leak. The trend analysis indicates that the process is under control as this is an isolated event. Monitoring will continue for any unfavorable trends involving this event, and should such a trend emerge, further action will be considered.